Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. Myocardial infarction and pain are known adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a stenting procedure in the heavily calcified right internal common carotid artery, the patient experienced a myocardial infarction (mi) with troponin elevation. The mi was treated with medication including beta blockers, angiotensin converting enzyme inhibitors, plavix, aspirin, cholesterol lowering medication, long acting nitrates and was on heparin infusion for 48 hours post procedure. The patient continued to have episodes of chest pain post procedure, however, and at the time of discharge, 5 days post procedure, he was chest pain free with downtrending troponin. The patient was discharged to home. No adverse patient sequela was reported. Though requested no additional information was provided.